Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The drive support cap was normal. The insulin pump was not exposed to high magnetic environment. Customer able to clear alarm and insulin pump rewind. The motor error alarm present in the history. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).